Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: mispositioning of device.

Event description:
Healthcare professional reported "hematoma/seroma". Later healthcare professional reported "pain" and "implant displacement". This is for the left side. Surgery was performed to treat the event and the original device remains implanted as there was "no defect".